Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent an ablation procedure. During the procedure, pacing inhibition was noted. The patient had an underlying rhythm and there were no adverse effects reported.